Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and during the implant experienced access site bleeding followed by a hemorrhagic stroke during support. Prior to the impella implant, the patient underwent a cardiac catheterization that revealed normal coronary disease. Post catheterization chest x-ray revealed worsening pulmonary edema. Three days later the patient underwent a modified bentall procedure with 23cm aortic valve replacement with intra-aortic balloon pump (iabp) support. Postoperative complication encountered and venoarterial extracorporeal membrane oxygenation (va ECMO) was placed. Ejection fraction was less than 10% with a non-ischemic cardiomyopathy and class iii-IV acute on chronic systolic heart failure. Following, the patient was escalated to an impella 5.5 device to right axillary artery and removal of the iabp. During the impella 5.5 implantation through the 8mm graft, the peel away sheath backed out of graft while advancing the pump. Excessive bleeding was observed. Only one impella graft lock was in use and challenging anatomy requiring excessive manipulation to advance pump. Blood products were given (types with number of units were not provided). The graft was clamped down with a fogarty until the physician was able to reinsert 22fr. Peel away sheath back into place with two graft locks and big silks. The patient was transported to the unit intubated and sedated. Approximately seven days after start of support, hemorrhagic stroke was confirmed. Anticoagulation hold continued. Continuous renal replacement therapy was in use; urine minimal dark brown/amber. The plan over next three days was to watch for brain swelling. Long- term plans versus palliative care were discussed with family. Following the cerebral vascular accident, it was noted the patient had generalized weakness, moved bilateral upper extremity to commands and spontaneously responded appropriately. The patient remains on impella mcs, and latest point of care update (day 15 of support), tracheostomy and percutaneous endoscopic gastrostomy placements planned; patient remains intubated, not sedated and ventilator dependent.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The device history review confirmed that the pump passed all post sterile inspection checks. The root cause of the access site bleeding issue was most likely patient condition related, as it was noted in the clinical description that the patient had challenging anatomy requiring excessive manipulation to advance pump.